Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, narrowing of the angle, angle closure, shallowing of the anterior chamber and elevated intraocular pressure. The reporter indicated there was endothelial touch. The lens was not exchanged for another lens. The patient had corneal edema and the post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and device history review, a specific root cause of the event could not be determined. (B)(4).